Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure. Customer blood glucose was 4.9 mmol/l. Customer¿s father had an issue with not hearing any audio when insulin pump alarm. Customer stated that the self-test was performed and hardware low level failure occurred. The product will return for the analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due broken trace on keypad assembly.